Event description:
It was reported patient underwent a sports medicine procedure on (B)(6) 2012. During the procedure the cassette and tubing were not getting enough blood flow. The surgeon changed the tubing and there was still very little flow. The patient was bleeding and surgeon could not stop the bleeding with the power pump. Surgeon was able to stop the bleeding with cauterization.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02090 / 02091).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Manufacture date jun 30, 2011. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02090-1 / 02091-1).